Event description:
Employee was in hallway of nursing home unit, outside of storeroom. The pt was sitting in wheelchair near employee. Pt oxygen cyliner was empty. The employee obtained a full/new canister. They removed the flowmeter from empty canister and placed it on to new canister. As they turned the valve to open oxygen flow, flames shot up. Employee placed canister and placed it on to new canister. As they turned the valve to open oxygen flow, flames shot up. Employee placed cylinder on floor. Flame lasted approximately four minutes. Employee sustained burns to hands, arm and face. Pt was not injured. No one was smoking in the area.